Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device half height cubie drawer 5.2 failed to recover. Later, the field service engineer (fse) confirmed from the customer that the customer was able to fix the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed to open. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused 10 minutes of delay to the patient care. There were no adverse events or injuries reported based on this event.